Event description:
It was reported that the gamma nail broke post operatively. Patient was revised.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.